Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving morphine 2mg/ml at 0.2mg/day with patient activated (pa) dose of 0.02mg every hour x10 via an implanted pump. Indication for use was noted as spinal pain. It was reported that the pump was explanted due to poor wound healing. There was no infection. The patient first started experiencing poor wound healing on (B)(6) 2016. The patient's incision failed to heal properly which allowed continuous drainage. There was no device or therapy issue. No diagnostics were performed. It was thought to be related to obesity. The existing catheter was trimmed and the spinal segment was tied off in pump pocket for future use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.